Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the device was fired and the fired clips would not close around cystic duct or artery. The case was completed with another device of the same product code. There were no patient consequences reported.